Manufacturer narrative:
Insulin pump received with no (act, b and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised forced sensor system and excessive no delivery test or verify communication anomaly and charge/battery last less than expected anomaly due to buttons not responding. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not hold charge. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.